Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that an alert was triggered due to low impedance on the patients right ventricular (rv) lead. The rv lead also exhibited insulation damage, undersensing, and high thresholds. It was further reported that during laser extraction of the rv lead, the patient's superior vena cava (svc) was torn and the patient died.